Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. Additionally, "hole on patch side", "hole on valve side", and it was "leaking by strap attachment" was reported. The device was explanted.

Event description:
Healthcare professional reported "deflation" against right device. Additionally, ""hole on patch side", "hole on valve side", and it was "leaking by strap attachment" was reported. The device was explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified one curved opening and flat creases. Leak test and microscopic analysis were performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side valve bond edge assessed as unidentified (tear) opening."